Manufacturer narrative:
This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.

Event description:
It was reported by svc report that the power cord was missing its ground prong, the communication cord had bent and missing pins, and the cpu was damaged. It is unk if there was pt involvement or if there were adverse consequences to report.